Event description:
Boston scientific received information that this lead was an attempted implant. The lead was placed in position but upon removal of the guidewire, the lead dislodged. The physician attempted to remove the lead from the body. The lead had been sutured in place and the suture was not removed prior to the attempt to remove the lead. The lead tip broke off upon removal of the lead and remains in the patient's muscle fascia. There were no adverse patient effects. A portion of the lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the lead was thoroughly inspected and analyzed. The proximal portion of the lead was returned which measured 887 millimeters (mm) with the conductor coils being stretched and extended to 995 mm. The conductor coils had been pulled to the point of fracture. The tip segment of the lead was not returned. The returned portion of the lead was determined to have been electrically continuous. The lead damage noted appeared to have been caused by the attempt to remove the lead from the patient's anatomy.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.